Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the blood pressure measurement is not accurate. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone(B)(6). A philips authorized service personal (asp) evaluated the device and found that the nbp pump was faulty and replaced the pump to resolve the issue. Analysis was performed and investigation has been completed. The engineer replaced the nbp pump for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.